Event description:
It was reported that the patient presented in the emergency room after receiving a shock. Analysis of the episode egm showed atrial fibrillation with rapid ventricular response. The device misclassified the rhythm and delivered therapy. Programming changes were recommended. However, since the event happened only once, and the discriminators were not checked, the physician may wish to monitor the patient. Programming options will be discussed with the physician.